Event description:
A review of service data has detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for normal maintenance, bent pins were discovered in the trunk cable connector. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. The root cause of the bent pins was unable to be positively identified, but ws likely caused by excessive force as the bel was mated with the monitor. No adverse even occurred due to the bent pins in the electrode belt trunk cable connector. The last pt to use this electrode belt did not report any problems.